Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with pre-op diagnosis of degenerative joint disease l4 to s1. For which, patient underwent following procedures: posterior lumbar decompression l4 to s1; posterior lumbar fusion l4 to s1; posterior lumbar instrumentation l4 to s1; transforaminal interbody fusion at l4-5, l5-s1; interbody cage l4-5, l5-s1; allograft with rhbmp-2/acs; local bone graft. Per operative notes, ¿..the disk spaces were sized and a 12 x 22 mm peek interbody cage loaded with a collagen sponge containing rhbmp-2 as well as autograft was placed in the l4-5 and l5-s1 disk spaces. Prior to placement of the interbody cage, local bone graft was also placed in the l4-5 and l5-s1 disk spaces. Rods were placed in the screw heads bilaterally and caps were introduced in the screw heads to anchor the rod. Final tightening of the caps was achieved after compression across the l4-5 and l5-s1 disk space. Then local bone grafts along with allograft along with rhbmp-2 was placed in posterior lateral gutters. Rhbmp-2 was also placed in the facet joint on right. Rhbmp-2 along with autograft was also placed in the right side at l4-5 and l5-s1 facet joints. Hemostasis was achieved. Intraoperative fluoroscopy was used to confirm adequacy of the construct. Patient tolerated the procedure well with no complications reported..¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).